Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a lead revision, oversensing issue due to myopotential oversensing was observed on the device. Patient was asymptomatic. Programming changes were recommended however no changes were made. Patient was stable.